Event description:
Medtronic received aggregated data about the experiences of 331 patients who underwent procedures involving a rist catheter for treatment of aneurysms. 6 patient deaths were related to disease or treatment. Follow-up outcomes reported current living status 2 patients with death being related to disease or treatment. 2 patients experienced aneurysm intra-procedural rupture. 1 patient experienced distal embolization. 6 patients experienced thrombus formation. 1 patient experienced vasospasm (subarachnoid hemorrhage (sah) induced). 4 patients experienced vasospasm (sah induced) - delayed cerebral ischemia. 1 patient experienced vessel dissection. 1 patient experienced vessel occlusion. 1 patient experienced device fracture/failure. 5 patients experienced elevated elevated intracranial pressure (icp) (>25mm hg for >20 min). 6 patients experienced hydrocephalus. 1 patient experienced new intracranial hemorrhage on imaging (iph/ivh/sah/sdh). Follow up CT revealed symptomatic hemorrhage in 1 pa tient. 7 patients experienced new stroke or infarct. Of patients with stroke 5 were minor and 1 was major. Follow up CT findings revealed stroke in 1 patient. Follow up MRI findings revealed stroke in 2 patients. Of strokes revealed in follow up, 2 were minor, 1 was major. 3 patients experienced new seizure. 1 patient experienced post-op new symptomatic intracerebral hemorrhage (ich). 1 patient experienced thrombotic events (non-neurologic) deep-vein thrombosis (dvt). 1 patient experienced access site complication of access site infection/inflammatory reaction. 1 patient experienced access site complication of "other".

Manufacturer narrative:
A2, a3a: note that the patient information is reflective of the mean of that in the the aggregated data. G2: other - rist aggregate data report received from fivos inc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.